Event description:
Revision due to post operative infection. This event occurred outside of the united states, in (B)(6).

Manufacturer narrative:
Engineering evaluation is ongoing. The device history record review provides assurance the part was accepted with conformance to the product requirements.